Event description:
Customer reports that unit began alarming "fail to cycle" and displayed error code e31 on screen. Staff at bedside tended to pt. Provided manual ventilation. Placed pt on back-up ventilator. No pt injury reported.